Event description:
The clinic reported that a laser vision correction patient presented with dry eyes (both eyes) over 6 months post treatment. The patient complained that the eyes feel dry and the up close vision has changed. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.